Manufacturer narrative:
Asku

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up later revealed the patient had died in hospice. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up later revealed the patient had died in (B)(6). The death certificate noted the cause of death to be congestive heart failure. There had been no indication of any device performance issues or concerns. The device had been turned off 12 days prior to death. No autopsy was performed. Unknown to the clinic if the patient had been pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 10/30/2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 12/10/2010. Information was subsequently received on 11/24/2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) connector other, defib conductor fracture (overstress), outer insulation cosmetic esc and depression. Analyst visual comment - the lead was returned wit the svc and the rc defib cables fractured at the connector. Also, intermittency between the connector pin and cap. Proximal segment returned and analyzed.